Event description:
It was reported that the deep brain stimulator implant was faulty and was removed. The implant had did not work in 2008 and was removed.

Manufacturer narrative:
Concomitant: product ID 7495-51, serial# (B)(4), implanted: 2001-(B)(6), explanted: 2008-(B)(6), product type extension. Product ID 3387-40, lot# n24923b, implanted: 2001-(B)(6), explanted: 2008-(B)(6), product type lead. (B)(4).